Event description:
A gastrointestinal leak caused harm to a patient. This information was received via a letter from the surgeon and indicated that this patient was still in the hospital. No other information is available. Procedure:unk.